Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The jaws of the applier were found bent before use on a patient. Therefore, a new unit was used instead. The applier was purchased by the hospital 4 month ago.

Event description:
The jaws of the applier were found bent before use on a patient. Therefore, a new unit was used instead. The applier was purchased by the hospital 4 month ago.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in july of 2021. Evaluation of the returned instrument shows that the jaws are bent to one side and are loose and misaligned, and the jaw pivot pin is pushed thru one side of the damaged/bent outer tube assembly and the-end of the drive rod (n00185) that activates the jaws is also bent/damaged. We are able to validate this complaint. There are no missing components from the returned device. We are unable to determine what caused the jaws to become loose and misaligned and bent to one side and for the drive rod and outer tube assembly to become bent/damaged and for the jaw pivot pin to be sticking out on one side of the bent/damaged outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.